Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and any additional field input¿arthrex has determined that the most likely cause is attributed to a patient-specific response. This assessment is consistent with dfu-0147-eo, revision 4, section d (adverse effects), which notes that: foreign body reactions have been reported. Allergic-like reactions to pla materials (including plla [poly-l-lactic acid] and pldla [poly-l-d-lactic acid]) have been reported and, in some cases, have necessitated implant removal. Patient sensitivity to device materials must be considered prior to implantation. Silicone sensitivity, though very rare, has also been reported.

Event description:
On (B)(6) 2025, it was reported by a facility representative via email that a patient is experiencing allergic contact dermatitis post-surgery. The patient was implanted with an arthrex syndesmosis tightrope xp. No further information was provided. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.